Manufacturer narrative:
Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The investigation was completed on 30-aug-2021. An analysis was performed on the pictures that were provided by the customer. According to the pictures, foreign material was observed on the tip of the device. The customer complaint was confirmed. This investigation was performed based only on the photo provided. The product analysis was performed as appropriate to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection. Visual analysis of the returned sample revealed the shaft bent on the smart touch bidirectional. Visual inspection testing was performed, in accordance with bwi procedures and it was found with white material at the tip. Overall, fourier transform infrared spectroscopy (ftir) results revealed that foreign material are principally composed of polypropylene-base material. However, source of origin remains unknown. This material is not used during the bwi manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following instructions; using aseptic technique, remove the catheter from the package and place in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed white material at the tip of the device occurred. During the procedure, while exchanging the thermocool® smart touch¿ bi-directional navigation catheter for a pentaray catheter into the sheath, it was noted there was a white residue on the tip of the ablation catheter. They tried to remove the residue and they were unable. The physician believes that it is vein endothelial tissue. The catheter was exchanged and the issue resolved. No error messages were displayed on the carto 3 system. The case continued without further incident. There was no patient consequence. With the available information that the physician believed the white residue attached to the catheter tip was vein endothelial tissue and given no patient consequences were observed, this event was assessed as not reportable for ¿biological material¿ as it did not pose a risk to the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-aug-2021 there was white material at the tip of the thermocool® smart touch¿ bi-directional navigation catheter observed. Per the analysis of the white material at the tip of the thermocool® smart touch¿ bi-directional navigation catheter was assessed as MDR reportable for "other foreign material". The awareness date for this reportable lab finding was 30-aug-2021.